Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. Per additional information received, it was noted device will not be sent to bd-approved facility for evaluation waiting for spare part to order by region and replacement for customer. Chiller pump was the issue for this case. Region will order chiller pump for replacement. Chiller pump will be replaced. Ordering in progress from region. Patients continue therapy with another as 5000, no impact to patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature was not decrease in chiller tank (t4). Per review of wo on 16dec2024, patient was fine after continue therapy on another arctic sun. Per follow up information received via mail on 19dec2024, it was noted device will not be sent to bd-approved facility for evaluation waiting for spare part to order by region and replacement for customer. Chiller pump was the issue for this case. Region will order chiller pump for replacement. Chiller pump will be replaced. Ordering in progress from region. Patients continue therapy with another as 5000, no impact to patient.

Event description:
It was reported that the arctic sun device water temperature was not decrease in chiller tank (t4). Per review of wo on 16dec2024, patient was fine after continue therapy on another arctic sun.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.